Event description:
Following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. During the deployment procedure, the j segment broke off. Manual pressure was held. The j segment was visualized in the patient's tissue tract. No actions were taken to remove the j segment. The patient's family was notified and the patient will be monitored. No further complications were reported.